Manufacturer narrative:
The reported event was confirmed as manufacturing-related. Sample was evaluated and inflation eye are meet our internal specification. Subsequent investigation show strong correlation of low rubberize layer in combination with high x-sectional ratio as primary contributor to collapsed lumen failure during usage by user. Potential root cause for this failure mode could be rubberize thickness variation and low latex viscosity. The device history record was reviewed and found a possible manufacturing issue that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "directions for use] 13) when deflating balloon, do not aspirate with a syringe by hands. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.] 14) do not stretch catheter as damage to or dislodgement of lead wire as temperature probe may cause improper temperature measurement. 15) when endoelectric surgery is performed, care should be taken to prevent burns in the local tissue. 16) do not wet the lead wire and the junction with extension cable. 17) this device is compatible only with monitors requiring ysi 400-series type temperature probes. 18) no substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely.]" H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter balloon was difficult to inflate, and the user felt resistance during infusion while placing the catheter in the patient. It was further reported that the catheter was also difficult to deflate, and the user tried passively to remove the water, but it would not come out. The catheter was pulled from the patient's body with the balloon filled. Per additional information from the ibc via email 22mar2020, there was no medical intervention required for the removal of the inflated balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to inflate, and the user felt resistance during infusion while placing the catheter in the patient. It was further reported that the catheter was also difficult to deflate, and the user tried passively to remove the water, but it would not come out. The catheter was pulled from the patient's body with the balloon filled. Per additional information from the ibc via email 22mar2020, there was no medical intervention required for the removal of the inflated balloon.